Manufacturer narrative:
(B)(4).

Event description:
The patient presented with syncope and ineffective pacemaker stimulation. The pacemaker was unable to be interrogated due to possible premature battery depletion. The device was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
Device was received with a visible punctured hole on metal can. The puncture may be caused by excessive clamping force of the forceps during explant procedure. Device interrogation showed no telemetry. Upon cutting open the device, severe internal circuits damage and water stains were noted. It is very likely liquid entered into the device through the puncture on the can and caused the damage. Battery voltage was measured at end of life (eol). Destructive analysis on the battery found no defects that would cause premature battery depletion. Conclusion could not be reached due to the device being severely damaged and limited information from the field.